Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. As well, as that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. There was no reported adverse impact to the customer¿s blood glucose level.